Event description:
It was reported that an impella 5.5 was implanted into the left ventricle and turned toward mitral. Attempts to reposition the device were unsuccessful. The pump was removed, rewired, and successfully reinserted. The patient exhibited bleeding at the anastomosis and the graft site was surgically repaired. Care was withdrawn and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.